Manufacturer narrative:
Continuation of d10: product ID 37751 , serial# (B)(6), product type recharger. Product ID 37761 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). Product ID: 37761, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3-5 months ago the recharger antenna cord started fraying. Patient said then last night they noticed that the recharger itself wouldn't come on or work unless it was plugged into the dtc. Patient said that the connector pin on the dtc was damaged because they had to wiggle it and force it into the recharge to get it to fit so they think the inside of the recharger port was damaged. A replacement recharger and dtc will be mailed to the patient. No symptoms were reported.